Event description:
It was reported that during the procedure when delivering the subject stent into the microcatheter resistance was encountered. The subject stent went into the microcatheter but not far and could not be advanced any further. Despite attempts to adjust it, the subject stent was difficult advance or retract. The operator withdrew the subject stent delivery wire to discover that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned with the subject stent in its deployed state confirming the premature stent deployment. It is probable that there were difficulties during transfer of the subject stent into the microcatheter due to either positioning of the introducer sheath within the hub, or movement of the introducer sheath during transfer causing transfer difficulties, this would have led to difficulty to advance the stent through the microcatheter as was reported, the stent then prematurely deploying within the microcatheter during the attempt to remove. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was visually confirmed upon return of the deployed stent for analysis. The reported stent difficult/unable to transfer and stent difficult/unable to advance or pullback through catheter could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician delivered a neuroform ez 4.520mm stent to go into microcatheter, but during delivery resistance was encountered and after the stent went into microcatheter for not so far it could not be advanced any more. Tried to adjust it and the stent was hard to be either advanced or retracted. Finally the operator withdrew the stent delivery wire and found the stent deployed inside the microcatheter. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. An assignable cause of procedural factors has been assigned to the as reported stent difficult/unable to transfer, stent difficult/unable to advance or pullback through catheter and the as reported/as analysed stent deployed prematurely during use codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure when delivering the subject stent into the microcatheter resistance was encountered. The subject stent went into the microcatheter but not far and could not be advanced any further. Despite attempts to adjust it, the subject stent was difficult advance or retract. The operator withdrew the subject stent delivery wire to discover that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.